Event description:
It was reported the patients blood glucose level rose to 500 mg/dl while wearing the pod between 5 and 24 hours. There was insulin leaking noted at the insertion site. As treatment, a new pod was placed.

Manufacturer narrative:
Investigation found that the soft cannula was stretched and measured out of spec. Although the cannula was damaged, the timing and cause of the damage are unknown. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The fluid path was manually occluded, and no signs of leakage were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.